Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired in hospice care on (B)(6) 2014. The death was not due to device or device therapy. The device operated as intended. The implanting center had no further information.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate ii lvas and the reported event could not be conclusively established during this evaluation. It was reported that the heartmate ii lvas was not explanted and would not be returned for evaluation. The current hmii lvas IFU lists all potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired. The cause of death is unknown. Additional information was requested but was not provided.